Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that the device should have been programmed to respond to patient's heart at patient's end of life differently. It was further reported that the patient's family questioned whether device was working correctly. The cause of death given by the family is congestive heart failure.